Event description:
Event description boston scientific received information that this ventricular lead was reported to have noise and oversensing. An electrocardiogram strip was sent into technical services for review in which they deternmined there was oversensing and increased threshold measurements. The impedance and sensing measurements were within normal limits. The technical services consultant recommended it was a lead issue. A lead revision procedure was performed at which time the lead was found to be fractured. The lead was surgically abandoned and replaced. The patient was reported to have a right carpal tunnel syndrome.